Manufacturer narrative:
The device was not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The IFU instructs the user to slowly inflate the balloons. It is possible that the balloon was inflated too rapidly/excessively during the manufacturing/qc process or while the user prepared the device for use resulting in deformation preventing the balloon from inflating concentrically. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot. Note: this report is 2 of 2 related to the second shunt used in the event.

Event description:
It was reported that two pruitt carotid shunts experienced issues during internal carotid balloon inflation. In the first case, the internal carotid balloon ruptured on the first inflation attempt. In the second case, the balloon did not inflate uniformly and appeared weak, leading the physician to discontinue use of the device. A third shunt was subsequently used and functioned as intended. No patient injury was reported. One device was discarded, and it is unclear whether the second device will be returned. Note: this report is 2 of 2 related to the second shunt used in the event.